Manufacturer narrative:
(B)(4). Attempts to obtain patient information was unsuccessful. Attempts to obtain the patient information were made via email and phone. No tests/laboratory data was available. Other relevant info: no information was available.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. The customer reported a lost image, they pulled another one and completed the case. No harm to the patient. Additional information obtained indicated no damage was observed during prep. The device was removed by itself. All portions of the device appeared accounted for after removal from the patient. There was no adverse event, no additional medical or surgical intervention performed. Another same device was used to completed the procedure. Patient was discharged as expected. The returned device was visually and microscopically inspected. Portions of the kapton were torn away and missing from the scanner. The device failed to be recognized by the imaging system and the system displayed a "no catheter" message. Blood was present within the backing material that was exposed on the scanner. Additional investigation confirmed pieces of the kapton are missing from the distal portion of the device that is introduced into the patient. The probable cause of the failure is damage during use as evidenced by blood present within the backing material. The instructions for use (IFU) advises: precautions: - protect the catheter tip from impact and excessive force. - do not advance the guide wire against significant resistance. If binding occurs between the catheter and the guide wire while inside the patient, carefully remove both the wire and catheter and do not use. If binding occurs outside of the patient, remove the catheter and do not use. - if resistance is encountered during pullback, remove the entire system (guide wire, ivus catheter, sheath/guide catheter) at the same time. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. There were no nonconforming material reports or deviations noted that would contribute to the reported failure mode. This complaint will be monitored as part of complaint data analysis. This event is being reported because pieces of the kapton located on the distal end of the device are missing and it could not be determined when the pieces separated from the device.